Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited far r-wave oversensing that resulted in inappropriate automatic mode switch. Programming changes were discussed but not implemented. The patient experienced no adverse consequences.